Event description:
It was reported that the patient underwent a pocket revision due to pain at ipg site, no device was removed the ipg was repositioned on (B)(6) 2024. No complications and effective therapy restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.